Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the iliac tulip disengaged with the screw shank with little to no pressure. The surgeon was using the screw head turner and the tulip popped off. The screw was removed and replaced with a different iliac screw. There was no reported impact on the patient.

Manufacturer narrative:
Corrected information in h3. Additional information in h6: component codes, type of investigations, findings, conclusions. This follow-up report is being submitted to relay additional information. Device evaluation: visual inspection revealed the tulip head has disassociated with from the screw shank. Potential cause the cause of the damage cannot be determined at this time since there is no information available regarding how the screw was being used or handled at the time of the damage. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. Device use this device is used for treatment. If additional information is received that changes the information in this report, a follow-up report will be submitted.

Event description:
It was reported that the iliac tulip disengaged with the screw shank with little to no pressure. The surgeon was using the screw head turner and the tulip popped off. The screw was removed and replaced with a different iliac screw. There was no reported impact on the patient.